Manufacturer narrative:
The device was received for evaluation; however, pre-repair temperature testing could not be performed. The handpiece will not run, the motor and cable are worn out. The device was repaired and the item was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A surgeon reported that the device overheated during a case. There was no patient impact.